Manufacturer narrative:
Section d4: additional information. Section d4: the heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported blisters cannot be conclusively determined. During a driveline dressing change at a follow up visit, large sizable fluid blisters & 2 small fluid blisters distal to driveline exit site on the patient¿s abdomen were noted. The patient was instructed that these large blisters would likely pop and drain at some point. The blisters were covered with gauze, tape & medipore separate from their driveline dressing. The dressing was to be changed every 2 days while driveline dressing change was weekly. No infection was noted. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use explains the need to properly manage the exit site with sterile techniques and proper dressing changes. The IFU also explains that bandages covering the driveline exit site need to be changed should they get wet or dirty. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.

Manufacturer narrative:
Approximate age of device - 1 year & 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during a follow up visit for driveline dressing change, it was noted that there were large sizable fluid blisters and 2 small fluid blisters distal to the driveline exit site on abdomen. Caregiver instructed that these large blisters will likely pop and drain. Blisters were covered with gauze, tape and medipore. Dressing should be changed every two days. No infection was reported. No further information was provided.